Manufacturer narrative:
Further information was provided that the defibrillator was intermittently failing the "therapy delivered" operational tests.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the unit intermittently fails shift check. There was no reported patient involvement.